Manufacturer narrative:
The event is considered misuse - usage error. Per the information for use (IFU), the patient had been cutting moldable product. Based on the available information, this event is deemed to be a serious injury. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The consumer reported cutting the moldable convex wafer, which may have compromised the product integrity and contributed to leakage, leading to skin irritation and subsequent infection. He experienced a red, burning rash extending beyond the pouching system and up the abdomen, with onset approximately two weeks prior. The consumer reported hospitalization for two days, during which intravenous (IV) antibiotics were administered, followed by prescription of topical nystatin powder and mupirocin ointment. He was transitioned from a two-piece moldable convex system to a one-piece system, which provided some improvement; however, the rash persisted for around ten days with ongoing discomfort. The consumer was uncertain of the exact diagnosis and confirmed no allergy was communicated by the physician. As the consumer sought medical advice, he was directed to contact his health care professional (hcp) for further evaluation and treatment. No photos were available.